Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer: the procedure was a laparoscopic cholecystectomy. There was a 10-15 minute delay while exchanging devices. At the time of the delay, the patient was under general anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. The device was tested and no abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera 4k uhd xenon light source had an e116 error code that occurred. The issue was found during a procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event. Related patient identifier: (B)(6) to capture model otv-s400/serial number (B)(6) with the same e116 error code occurrence. (B)(6) to capture the second occurrence.